Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer's biomed reported that they evaluated the iabp unit and they did not see the maintenance required code#1 in the error logs, just an autofill failure and did not show up when they powered the iabp unit on. The biomed looked up the error code and verified that it was for the atmospheric pressure sensor on the mainboard. The biomed also had a hand written note in his manual from class stating "if the autofill failed in the last step you could get the maintenance required code#1,2 or3". The biomed looked up the autofill failure code and found that it said the helium cylinder did not move. The biomed also found that the internal ECG connection was not working either. The biomed opened the iabp unit and found the helium tube to the cylinder was disconnected, so he put the tubing back in place and replaced the bad internal ECG connection/cable. The iabp unit passed all preventive maintenance (pm) and operational checks. The biomed was never able to get the iabp unit to come up with the maintenance required code the whole time he was testing. The biomed later released the iabp unit for clinical use. H3 other text : not returned to manufacturer.

Event description:
It was reported by a rn that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed maintenance code 1 "atmospheric transducer offset failure". We were informed that the pump was working with pressures visible and in auto operation mode. During report, rn was advised to switch pumps if one was available on site. The rn stated that unit will be retrieved and will call back if assistance was needed. Subsequently, customer was advised to report the pump to clinical engineer. On (B)(6) 2020 during follow up, customer informed that they did not switch the pump for unknown reasons. No service was requested and the customer was advised again to report to clinical engineer. There was no harm or injury to the patient and no adverse event was reported. We were later advised that at the time of the event, the unit was replaced with another and therapy continued.

Event description:
It was reported by a rn that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed maintenance code 1 "atmospheric transducer offset failure". We were informed that the pump was working with pressures visible and in auto operation mode. During report, rn was advised to switch pumps if one was available on site. The rn stated that unit will be retrieved and will call back if assistance was needed. Subsequently, customer was advised to report the pump to clinical engineer. On may 21, 2020 during follow up, customer informed that they did not switch the pump for unknown reasons. No service was requested and the customer was advised again to report to clinical engineer. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp.  Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported by a rn that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed maintenance code 1 "atmospheric transducer offset failure". We were informed that the pump was working with pressures visible and in auto operation mode. During report, rn was advised to switch pumps if one was available on site. The rn stated that unit will be retrieved and will call back if assistance was needed. Subsequently, customer was advised to report the pump to clinical engineer. On may 21, 2020 during follow up, customer informed that they did not switch the pump for unknown reasons. No service was requested and the customer was advised again to report to clinical engineer. There was no harm or injury to the patient and no adverse event was reported.